Event description:
Revision of all components 9 months after primary procedure. Patient presented complaining of pain and restricted movement. Upon inspection of primary implants insitu, evidence present suggestive of 3rd body wear and metalosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.